Event description:
Major pump unit(s) involved: device thrombosis. Additional text: thrombosis of left ventricular assist device. Specific component(s) involved: other component malfunction, specify. Other component: after removal of the vad - clot found on the rotor both white & dark- no clot w/in the elbow graft. Causative or contributing factor: no specific contributing cause identify. Intervention(s): other interventions, specify. Other intervention : explant and implant new lvad heatmate ii. Implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.